Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 05/24/2019. Device evaluation: the device was received inside a box at the manufacturing site for investigation. The pcb00v lens was observed cut in half. The condition observed is consistent with a lens that has been explanted. The sample was evaluated and residues of viscoelastic was observed, no burr on the back side on the lens was identified. The reported issue was not verified and it could not be determined if the condition observed is related to manufacturing process as the reported lens was used and cut in a surgical procedure. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing record review: the manufacturing records for the device were reviewed. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no other complaint was received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens was slightly rotated and the capsular bag damaged after ophthalmic viscoelastic device (ovd) removal. Additional information provided states posterior capsule was tiered by burr on edge of the lens. A vitrectomy was performed. The lens was cut and removed from the eye. Patient was stable after discharge. No further information provided.